Event description:
The customer received a blood glucose reading of 464mg/dl on the contour next ez, retested on a different meter and the reading was 154mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. The strips were replaced to the customer.